Manufacturer narrative:
It is currently unknown which of these batteries were involved in the event. These devices will be analyzed and reported as required: (B)(4). The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-04222 , 3007042319-2015-04223 and 3007042319-2015-04224 ) submitted for devices related to the same event.

Event description:
It was reported that the patient demonstrated to staff that the power sources were switching for unknown reasons from one port to the other. The site cross checked with all batteries and got the same result, always on the port 1 of the controller. Log files were sent. The controller and batteries were exchanged with no effect on the patient. Investigation is ongoing.

Manufacturer narrative:
All devices were returned on the same day. Batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed premature switching events while (B)(4) were in use. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. There are no apparent contributing clinical factors to the reported event. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. (B)(4) - battery / catalog number 1650de / expiration date 04-30-2016. (B)(4). Method: actual device evaluated; interoperability evaluation; analysis of data log(s). Results: interoperability problem. Conclusion: design deficiency. (B)(4) - battery / catalog number 1650de / expiration date 04-30-2016. (B)(4). Method: actual device evaluated; interoperability evaluation; analysis of data log(s). Results: interoperability problem. Conclusion: design deficiency. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-04222 , 3007042319-2015-04223 and 3007042319-2015-04224 ) submitted for devices related to the same event.